Event description:
It was reported to philips that the operational check fails at the ECG testing. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed problem. The device was put through the self-test mode and it resolved issue. The device was put through the self-test mode and it resolved issue. The device passed testing and was put back into service.